Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago 30106 costa rica. Baxter healthcare - aibonito rd 721 km 0 3 po box 1389 aibonito 00705 puerto rico . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets leaked "around the connection area" (male luer). This was observed during use with contrast. The event was further described as "seems like the connection area that turns to connect the lines is unscrewing when contrast is in flow". The technicians removed the tape and turned the sets to reconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the devices were not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.